Event description:
During an af ablation procedure, a leak was noted. During the procedure, a ~90hz signal was observed on the distal egm of the catheter. The light source was inspected and saline was noted on the table in front of the tactisys and in the optical and rf tubing of the catheter. The catheter was exchanged and the procedure proceeded with no adverse consequences to the patient.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Fluid was noted outside of the irrigation tubing but within the tygon tubing just distal to the luer hub. During electrical testing, electrodes 1-2 had acceptable resistance values with no open or short circuits detected. However, fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. In addition, dried saline was noted within the redel connector, consistent with the reported noise. Further testing revealed a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors. The fluid ingress is consistent with the evidence of dried saline noted within the redel connector. .